Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that ventricular pacing impedance for this pacemaker was greater than 2000 ohms. There was also noise and oversensing, although there was not pacing inhibition. The right ventricular (rv) lead was tested during the procedure and was reportedly normal. When the right atrial (ra) lead was connected to the rv port, the sensing and impedance issues were repeated. The pacemaker was explanted and returned for analysis. The ra and rv leads were connected to a new pacemaker and remain in service. No additional adverse patient effects were reported.